Event description:
Customer reported that an individual received a false positive result with cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn: (B)(4), lot: 22074e, reader sn: (B)(4). A repeat cue test was performed on the same day and a negative result was obtained. Individual is vaccinated and received a booster. No alternate confirmatory testing reported.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.